Event description:
It was reported that an error code 3 was received during testing and the handpiece was squealing. Another hand piece was used to complete the procedure. No patient consequence was reported.